Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. During testing at the user facility, it was noted that the device door roller was broken. There were no reports of any therapies while the device door roller was broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the door roller was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.